Manufacturer narrative:
Block b3: exact date unknown, event occurred six months prior to the date the manufacturer became aware.

Event description:
It was reported that the patient experienced pain at the pocket site up to the midline incision. The patient underwent an implantable pulse generator (ipg) replacement procedure. No further information has been obtained.